Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "814:04 alarm."

Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.